Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized due to low blood glucose three years ago. Customer's blood glucose was 23 mg/dl. Customer reported the doctor messed up her setting, gave her too much insulin for her meals. Customer was advised to monitor the device. Customer will not be returning the device for analysis.